Event description:
Rptr was admitted to the hosp on 5/22/95 for surgical treatment of chronic silicone reaction. The operation consisted of bilateral mastectomy with dissection of her axillary lymph nodes. Split tram abdominal flap was necessary for reconstruction of her breasts. The surgeon diagnosed her with siliconosis with systemic reaction secondary to bilateral silicone implants of the breasts. The plastic surgeon diagnosed suspect chronic siliconosis reaction with chronic systemic illness with fibrosis & foreign body reaction of breast tissue & axillary nodes secondary to prior silicone implant leak. Also with sjogren's syndrome. It was also determined her esophageal dysfunction was felt to be secondary to systemic reaction to silicone foreign body granulomas of the pectoral muscle, atelectasis, & inflammation of the connective tissue of the abdominal flap. The biopsies of her breast tissue, right muscle, & all lymph nodes, were swollen, revealing refractile material, (presumably silicone) multinucleated giant cells, microcalcifications, chronic inflammation, & foreign body granulomas.rptr was implanted 4/79 with silicone implants. By 9/79, she had rock hard breasts, of which closed capsulotomies were given with little success. From 1979 to 1991 the leaking silicone caused her tissue to calcify. She grew into the implant. The 1991 closed capsulotomy crushed the capsule leaving a hole in her right breast implant. June 1992 mammogram revealed silicone being released into right axilla & lymphatic chain. In surgery 1992, the silicone was not completely removed. She became very ill as a result of the toxic silicone in her breasts & lymph nodes. Her brain tests have become abnormal. She has lost both of her breasts, due to silicone poisoning. Her upper arms are numb, stomach & chest area. The trauma mental, physical & emotional, she has had & continues to deal with every day.